Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the physician implanting this device reported difficulty in creating the site pocket and stated that a nerve may have been inadvertently cut/damaged. Images were sent to boston scientific's medical team for review however, appeared inconclusive. The device was reported successfully implanted with post implant testing confirming normal system operation. It was further reported this was the physician's second implant of this device type (subcutaneous ICD). The physician later reported that a follow-up evaluation confirmed no apparent sciatic nerve damage. The physician commented that the team is planning to attend an anatomy/physiology workshop to help with newer implanters become more comfortable with landmark identification for pocket formation. No further adverse effects were reported and to date, this device remains implanted and in service.